Event description:
Patient stated the whisperject is stuck, the release chamber won't push down almost like it's locked. Patient stated she was taught how to resolve this issue 2 years ago, but can't remember.